Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation evaluation: the investigation of the complained article shows that the tip of drill bit is broken off. The cutting tip is missing for further evaluation. Unfortunately, we are not able to determine the exact cause, which has led to this occurrence. It is likely that there was a heavy exceeding mechanical overloading situation which may have caused the breakage. The drill bit possibly was exposed to extended lateral stress or got in contact with other metallic parts. Please note, that blunt drill bits require more mechanical power during the application, therefore we recommend that blunt or damaged instruments need to be exchanged before surgery. A review of the device history records found no issues that would have contributed to this complaint. No manufacturing related failure could be detected. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6). Reports the following: the drill bit is broken during surgery. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformances were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.